Event description:
During an atrial lead implant, blood and fluid on the inner surface of the ventricular lead's insulation was noted. Ventricular lead was removed from service. No patient complications have been reported as a result of this event.